Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stab wound to the abdomen procedure, the device was being used for the anastomosis and no staples formed around the bowel. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.